Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient reported they need some help adjusting their therapy. Reviewed general use of external devices. Patient stated the last time they adjusted it was about a month or so ago and it started "doing a little stimulation" and it's still doing that and they find that annoying. Patient also reported it doesn't seem as though it's helping them as far as control goes. Patient inquired about what therapy adjustments to make due to this. Reviewed therapy overview.  Reviewed how to change programs. Patient successfully changed programs and when increased stimulation on new program, patient reported stimulation seemed to be going up "kind of by itself" and clarified stimulation seemed to be increasing more than once when they tapped the arrow. Patient confirmed not holding down the arrow. Patient reported when they began feeling stimulation initially that it was hard to tell if stimulation felt comfortable because they have a bad back problem. Then patient reported feeling stimulation uncomfortably in their lower back so patient stated they wanted to decrease stimulation. Agent reviewed stimulation overview and expectations. Patient stated they decreased stimulation because stimulation felt too strong and then stated they were not feeling stimulation at all after decreasing stimulation. Patient reported when they were feeling stimulation it was very uncomfortable, not feeling the tingle, and reported it was "kind of a pain". Agent tried to clarify if feeling stimulation in bicycle seat area and patient then confirmed they were, but stated stimulation hurt. Patient decreased stimulation and confirmed feeling stimulation comfortably in bicycle seat area. Patient wanted to leave stimulation at this setting, but then reported later in the call that this is kind of complicated as patient reported they have a hip problem, that they broke their hip years ago, and reported they have arthritis in their hip and reported feeling "a little bit of pain in that area". Patient stated they don't know if they have therapy correctly because they are feeling a little bit of pain instead of the tingle. Patient stated they did not notice this until they had "taken it off" and reported feeling it in their hip and back (patient stated feeling it more in their hip instead of bicycle seat area). Patient stated they were only feeling it when they removed the communicator and stated they don't feel it much when communicator is placed on the implant. Agent reviewed therapy and external devices overview. Patient decreased stimulation, then increased stimulation again and stated feeling stimulation on the lower left side and confirmed not hurting. Patient confirmed they think feeling stimulation in their bicycle seat area and confirmed stimulation felt comfortable. Patient reported having a lot of problems with lower back and stated they think it's causing a confusion between lower back problems, hip problems, and the "tingle thing" (agent unable to hear what else patient said at this point in the call). Reviewed role of patient services. Patient confirmed feeling stimulation comfortably in bicycle seat area at call closure. When agent asked for event date patient stated about two weeks ago. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Please note, agent had a difficult time following the call and made best attempt to document all relevant event information.

Manufacturer narrative:
Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.